Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Visual analysis indicated apparent explant damage. Products: (B)(4) ICD implanted: 2014 (B)(6); 5076-45 lead implanted: 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation (pns) one day post implant. Pns was on all vectors of the left ventricular (lv) lead. The lead was explanted and was replaced with an epicardial lead. No further patient complications have been reported as a result of this event.